Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 400 mg/dl, while wearing the pod longer than 48 hours on the arm. The patient stated that the cannula had dislodged from the infusion site due to physical activity. Hyperglycemia treated by activating a new pod and bolus.